Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2017 with the following findings: the pump's black box showed a loss of prime on (B)(6) 2017 at 05:04 related to replacing a cartridge. On (B)(6) 2017 at 10:00, there was an occlusion alarm followed by a loss of prime alarm. Deliveries resumed at 10:25. There were other loss of prime warnings observed in the pump's black box there were related to occlusion alarms or replace cartridge alarms. The pump was exercised for 24 hours with no issues observed. The force sensor measured within specifications. The pump's recorded total daily doses of insulin added up to the expected values. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was above 24.6 mmol/l with unspecified ketones and vomiting. The reporter noted the patient was treated in an emergency room with intravenous fluids and remained hospitalized and the pump¿s delivery settings were not recently changed by a healthcare provider. It was reported the patient did not change cartridges after receiving warnings and alarms to do so. Troubleshooting revealed no device issue. This complaint is being reported because the reported health event was attributed to a use error.